Manufacturer narrative:
The sample was ran in tube/peg which resulted weak positive anti-e for a homozygous cell. Crrid in manual capture resulted positive for a hetero. And homo. Cell with a 2+ reaction using the same lots of reagents used from the echo. An immucor field service engineer performed an unexpected negative reaction checklist on the instrument. The peri-pump readings were low and out of specification. An adjustment was made, the pump tubing was replaced, and daily maintenance was performed. Qc results were as expected. Re-ran customer's sample and obtained the expected positive results. The instrument is performing as expected.

Event description:
Customer reports inconsistant results on the echo instrument. Echo reported positive results for anti-e with a sample that was negative for anti-e on a different echo a few days prior.